Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A lump error (e105) occurred during setting up before an endoscopy. The user replaced the subject device to another unspecified device and completed the procedure. There was no report of patient injury associated with this event.